Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was foreign material visible on lead. The outer insulation of the lead became extrinsically distorted/ buckled. Analyst noted that because of the report stated:"the lead never implanted", but then found the outer insulation buckling visible on lead views as received. Therefore, it cannot be determined when and how the foreign material occured during the time of analysis.

Event description:
It was reported that prior to implant, the lead had a waxy, paper-like coating on a portion of the lead. The lead was never attempted and a new lead was used instead. The lead was returned to the manufacturer and analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.